Manufacturer narrative:
The following fields have been updated with corrections: b.3. Date of event: 2020(B)(6). The date received by manufacturer has been used for this field. G.4. Date received by manufacturer: 2020-09-10 h.6. Investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h.10.

Event description:
It was reported that unspecified bd¿ syringe was leaking on 2 occasions during use. The following information was provided by the initial reporter: material no: unknown. Batch no: unknown. It was reported that that the syringe was leaking. Event description per email states: report submitted for tracking purposes only-do not have lot, serial, or model numbers available. Nyicu (nursery intensive care unit) rn noted that a new dopamine in 3ml (bd) syringe that was started by day shift late in the shift was found (by day shift rn while reporting off) to be leaking. The underside of the infusion pump was wet. New syringe was scanned and the dopamine was transferred to a 5ml syringe (as this was the 2nd 3 ml dopamine syringe found to leak on this date). Had to transfer back to a 3 ml syringe later in night when dosage decreased to under .1ml/hr. Syringe/buff cap saved in bag and given to manager.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. The initial reporter also notified the FDA on 10 april, 2020. Medwatch report # (B)(4). Report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4)

Event description:
It was reported that unspecified bd¿ syringe was leaking on 2 occasions during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported that the syringe was leaking. Event description per email states: report submitted for tracking purposes only-do not have lot, serial, or model numbers available. Nyicu (nursery intensive care unit) rn noted that a new dopamine in 3ml (bd) syringe that was started by day shift late in the shift was found (by day shift rn while reporting off) to be leaking. The underside of the infusion pump was wet. New syringe was scanned and the dopamine was transferred to a 5ml syringe (as this was the 2nd 3 ml dopamine syringe found to leak on this date). Had to transfer back to a 3 ml syringe later in night when dosage decreased to under .1ml/hr. Syringe/buff cap saved in bag and given to manager.